Event description:
Reporter alleged obtaining discrepant blood glucose values of 469 mg/dl and 78 mg/dl back to back with a result of 99 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter indicated, he was experiencing some hypoglycemic symptoms during the time of testing, and that he self-treated with food. Reporter stated at a different time another comparative test of 383 mg/dl was performed back to back with a result of 163 mg/dl within 10 minutes on the same system. Reporter indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she discarded the strips and, so no product will be returned for eval.